Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a synergy ous mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut rows 14-19 from the proximal end of the stent were damaged and stretched. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured using and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube profile revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip profile was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09may2017. It was reported that crossing difficulties were encountered. The patient presented due to chest pain. Vascular access was obtained via the right radial artery. The 2.25mmx36mm, 80% stenosed, concentric, de novo target lesion with significant lesion bend of >=90 was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery. The lesion was pre-dilated with a 2.0 x 15mm emerge balloon catheter, then a 2.25mm x 38mm synergy¿ drug eluting stent was advanced and significant resistance was felt. The device failed to cross the lesion. The device was removed and a 2.25x16mm and 2.5x20mm synergy¿ drug eluting stents were implanted to the proximal lcx to the second obtuse marginal (om) artery. Post dilatations were then performed with a 2.25x15mm nc emerge¿ and 2.5 x15mm nc emerge¿ balloon catheters respectively and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.